Manufacturer narrative:
The device was tested on the bench and was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket infection. The patient was admitted to the hospital and the implantable cardioverter defibrillator system was explanted. There were no reported complications from the procedure. Related manufacturer reference number: 2017865-2019-05138, 2017865-2019-05141.